Event description:
It was reported that the right ventricular (rv) lead dislodged. Attempts to reposition were unsuccessful due to low r waves and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).